Manufacturer narrative:
Additional concomitant medical products: product ID: 39565-65, (B)(4), (B)(6) 2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and chronic low back pain. The patient was also implanted with an infusion pump for spinal pain. It was reported that since implant the implantable neurostimulator (ins) was uncomfortable and sore. Therapy never helped and they believed the lead was too high because the patient felt stimulation in their thoracic area, rib cage, and diaphragm. The patient was supposed to feel stimulation in their back. They had worked with a health care provider (hcp) but it was not helping so the patient stopped using therapy. The ins could not be jump started. A removal surgery for the ins was planned for (B)(6) 2019. The patient was told that based on how the lead was implanted it was too risky to have it removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.